Manufacturer narrative:
Suspect product: lot number 963/2. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The reporter has declined to provide allergan further information regarding event, product, or patient details. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The event of ear infection, deemed not device related, is considered an unexpected adverse drug experience.

Event description:
Healthcare professional reported patient was injected in the ck1 and/or ck2 with 3 ml of juvéderm® voluma¿ with lidocaine and 2 ml of juvéderm® volift® with lidocaine. During injection, the patient lost consciousness but regain consciousness. After the treatment, patient did not report any pain or discomfort. Later that night, patient reported pain in the cheek area, and swelling and burning in the lips. Three days later, patient experienced non-device related events of dizziness and weakness, inability to speak and communicate, pain towards ears, pain in neck and numbness in the neck and arms. After the examination in the emergency, patient was released home with diagnosed ear infection and ear inflammation, deemed not related to the device. This is the same event and the same patient reported under MDR ID# 3005113652-2022-00757(allergan complaint #(B)(4). This MDR is being submitted for the suspect product, juvéderm® volift® with lidocaine.